Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient felt a shock. Surgery has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced uncomfortable and ineffective stimulation due to high impedances on one of their leads. It is unknown which lead contributed to the issue. As a result, the patient was unable to have an MRI. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094568.